Manufacturer narrative:
The pod arrived fully deployed. Timeouts and drive stalls were observed in the download data. Inspection of the device found the hook post spring to be incorrectly installed, as less than 1.5 coils were observed underneath the hook. The incorrectly installed hook post spring is confirmed as the cause of the timeouts, drive stalls, and reported needle mechanism complaint.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.